Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (+7.00%). No patient was involved in this event. No adverse effects were reported.

Event description:
Oracle ro 1069189 fail accuracy +7.00%(while testing/date unknown). Device evaluation completed and summarized in h 10.